Manufacturer narrative:
Manufacturer ref#(B)(4). Reporter occupation: non-healthcare professional. PMA/510(k) k171217. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2014 via the right femoral vein. It is alleged that the [pt] experienced perforation." (B)(6) 2014, implant op report: "a cook celect filter was then taken and positioned appropriately below the body of l2, over the body of l3, and deployed. A it was seen to be in good position. Post-placement venogram was obtained, which demonstrated good placement of the vena cava." (B)(6) 2018, computerized tomography (perforation): "an infrarenal ivc filter is in place. The struts of the ivc filter extend beyond the lumen of the ivc. One strut extends along the right anterolateral aspect of the aorta without evidence of perforation. One struts extend into the right psoas muscle. A few mesenteric vessels extending in clos proximity to the anterior struts." "An infrarenal ivc filter is in place. The struts of the filter extend beyond the lumen of the ivc, as above."